Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during initial drain of their automated peritoneal dialysis therapy. The hp and bags were connected at the time of alarm. The technical services representative (tsr) explained and cleared alarm - hp started over with new supplies and will let nurse know of air in set alarm. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report. A follow up call was made to the home patient's nurse to gather more information regarding the above referenced 2240 alarm and was told the hp was admitted to the hospital in 2007, for peritonitis due to usual symptoms (stomach pain, etc.). The patient is a male. The patient did not have previous cases of peritonitis reported within 4 weeks of the current report. The nurse did not have any input as to the root cause of the peritonitis. Th pd effluent was analyzed with the following results reported: leucocytes - 2500 cells/mm3, segmented neutrophils - 91 cells/mm3, lymphocytes - 3 cells/mm3, erythrocytes - 0 cells/mm3. The patient was given vancomycin and cafetine prior to admittance to the hospital. The nurse could not speak specifically to treatment the patient received in the hospital and stated the patient has since recovered fully. The nurse also reported the patient's "three day report" showed no growth. The patient was discharged from the hospital four days later.